Event description:
Device 2 of 2 reference MFR. Report# 1627487-2018-13085. It was reported the patient's leads had migrated during an unrelated back surgery. Surgical intervention was undertaken on (B)(6) 2018 during which the existing lead was explanted and replaced. Effective therapy was confirmed post-op. It is unknown which lead migrated, therefore both leads are being reported on.